Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced a cardiac perforation one day post cardiac resynchronization therapy defibrillator (crt-d) system implant. An echocardiography confirmed the perforation. The right ventricular (rv) lead was found to have dislodged and regurgitation was observed in the vicinity of the lead implant site. The tip of the lead passed through the septum was felt when touching from the left ventricular side. An emergency surgery was performed, and a patch was attached to the left ventricle. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.